Event description:
During chemo administration, patient's father called and notified rn to come into room asap. Rn found that the chemo line became undone and blood had spilled out of pt's line and onto the bed. Rn paused the chemo, followed the line and noticed that the spiros connector had come undone accidentally. Rn alerted the resource rn to take another look. Rn and resource rn brought in new tubing line. Per dad, patient did not manipulate the line as they were just sitting in bed playing with toys. Md and pharmacy were notified. Manufacturer response for connector chemo spiros red cap, ICU medical spiros chemo connector red cap (per site reporter). We have notified the manufacture that this has happened multiple times during chemo treatments since early 2020. They have offered an add on clip to help strengthen the current connector and suggested another device called chemolock. We also sent defective devices for their evaluation.